Manufacturer narrative:
Findings: unit received with missing vertical lines on display and blank display when buttons pressed due to severe moisture damage on lcd board noted. Unable to perform displacement test and pump self-test due to display anomaly. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. Moisture damage on mother board, interface board and rf board.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump had partial display. Customer's blood glucose was 90 mg/dl. The customer is using an (B)(6) aaa alkaline battery. The customer stated that the device was neither dropped nor bumped. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.